Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hepatic resection. According to the reporter: device did not release upon firing and attempting to open. A 30 mm 2.0 roticulating reload was fired across a branch of portal vein between the right and left lobe of the liver and the reload upon complete firing would not re-open. The surgeon noted that the staple edges seemed oozy throughout the case. This was the 8th firing of the device and all previous firings were fine but still more oozy than the surgeon is accustomed with. There was more bleeding from the staple line than usual. They cut out the device and proceeded to repair the hole caused by cutting out the stapler. At least a half centimeter of tissue loss to cut the device out of the patient. Had to suture the hole in the pedicle between the right and left lobe of the liver. The surgeon stated the blood loss was about 500 cc's. There was longer anesthesia time. The surgeon explained that it took an additional 45 minutes to fix. The sulu was detached from the gun. Attempts were made to remove and open the sulu from the pedicle. The device was cut out of the patient and the massive hole was in the pedicle was sutured closed after numerous sutures were placed. The incision was not extended by more than one inch. No device fragment fell into the patient. No reinforcement material was used. A blood transfusion was required. There was an extension of hospital stay.